Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdws0068 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdws0068) have been reported from the same facility in france.

Event description:
It was reported that the extender suddenly disconnected from the huber needle tubing. It was stated disconnection in hdj between the "perfusion shaft" and the tubing of the huber needle the patient alerted the team who changed all the equipment.